Manufacturer narrative:
This report is being supplemented to provide corrections, additional information and results of the final investigation. Please see corrections to e1, and updates to d8, h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, the reason for the occurrence, and the root cause of the malfunction could not be identified. The event can be detected/prevented by following the instructions for use which state: disassembly of t-tube (insulated type) (maj-891) (warning) disassemble the t-tube before reprocessing. The t-tube may not be reprocessed correctly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cysto-nephro videoscope exhibited during reprocessing, the equipment was placed in an endoscope reprocessor and cleaned without being disassembled. There were no reports of patient involvement.